Event description:
It was reported that the ht70 ventilator was noisy. Patient involvement information was not provided by the customer.

Manufacturer narrative:
Additional information was received that the service engineer (se) replaced the pump and performed preventive maintenance. The se performed testing and all tests passed. If information is provided in the future, a supplemental report will be issued.